Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was rewarming on the arctic sun device. They were getting some alarms. The patient temperature went between 30.5c to 31.6c where it was between 33.8c to 34.4c. Target temperature was 37c and current patient temperature was 32.8c. Rewarm rate was from 34.5c at -17.5c/hour to 37c, water temperature was 42c, flow rate was 3.1lpm and foley probe was in place. Nurse checked the event log, alert 11 (patient temperature 1 below low patient alert), alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature) was present. Mss suggested checking temperature with another source. If the alarm returned, the temperature in cable and/or foley probe had to be replaced. Nurse noticed a family member was close to the temperature in cable and was possibly pulling on it by mistake. The alarms had not returned since adjusting the cable. Per follow up information received on 05jan2022, the temperature cable was fine and that it was a user error with foley. No patient injury was reported and had no other information on cable. Per follow up via phone on 10jan2022, the alarm was unknown.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "user pulls on thermistor electrical connector". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature sensing cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was rewarming on the arctic sun device. They were getting some alarms. The patient temperature went between 30.5c to 31.6c where it was between 33.8c to 34.4c. Target temperature was 37c and current patient temperature was 32.8c. Rewarm rate was from 34.5c at -17.5c/hour to 37c, water temperature was 42c, flow rate was 3.1lpm and foley probe was in place. Nurse checked the event log, alert 11 (patient temperature 1 below low patient alert), alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature) was present. Mss suggested checking temperature with another source. If the alarm returned, the temperature in cable and/or foley probe had to be replaced. Nurse noticed a family member was close to the temperature in cable and was possibly pulling on it by mistake. The alarms had not returned since adjusting the cable. Per follow up information received on (B)(6) 2022, the temperature cable was fine and that it was a user error with foley. No patient injury was reported and had no other information on cable. Per follow up via phone on (B)(6) 2022, the alarm was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient was rewarming on the arctic sun device. They were getting some alarms. The patient temperature went between 30.5c to 31.6c where it was between 33.8c to 34.4c. Target temperature was 37c and current patient temperature was 32.8c. Rewarm rate was from 34.5c at -17.5c/hour to 37c, water temperature was 42c, flow rate was 3.1lpm and foley probe was in place. Nurse checked the event log, alert 11 (patient temperature 1 below low patient alert), alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature) was present. Mss suggested checking temperature with another source. If the alarm returned, the temperature in cable and/or foley probe had to be replaced. Nurse noticed a family member was close to the temperature in cable and was possibly pulling on it by mistake. The alarms had not returned since adjusting the cable.